Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: the returned sample was received. The original lens box was received with a 1mtec30 cartridge and box inserts inside. The box and cartridge were inspected but no iol could be found. No product evaluation could be performed. The reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) while being inserted into the eye, got stuck in cartridge. It was stated that there was resistance when trying to advance the iol into eye. There was patient contact. Incision was enlarged when lens was removed. No other information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.